Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had multiple tower doors failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple tower doors were failed. A field service engineer (fse) replaced the latch, verified the lights and cables and cleaned the debris to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.